Event description:
The biomed is reporting the v60 shut down while on a patient. The customer reported that the unit was in use on patient , but there was no patient harm reported. The customer contacted product support and the customer has checked the v60 significant event logs and has indicated not critical errors. The biomed is reporting the unit was running on battery. The authorized service personnel (asp) was unable to replicate unit failure, v60 drpt presented no error codes. The authorized service personnel (asp) performed a full performance verification test (pvt) service per service manual rev p, all tests passed. The customer was notified that no errors were found with the unit. Unit was returned to service.